Event description:
It was reported that the cannula of a cleo® 90 infusion set "stuck" in the patient's body. The patient blood glucose levels were 289mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a bolus after changing the site. The patient did not test for ketones. The patient did not seek medical attention for the cannula remaining in the skin. No permanent injury was reported.